Event description:
During the demonstration, the customer travelled up an incline at a high rate of speed. This caused the unit to tip over and cause injury to the pt's right leg. The pt went to the physician and was treated for a chipped ankle bone.